Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. Surgical intervention took place in which the system was explanted to address the issue. The infection was treated with IV antibiotics and the ipg pocket was flushed out. Additional information has found the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device, that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.